Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the front panel display of the subject device blinked. Then, the power of the subject device was cycled, but the reported issue was not resolved. The user replaced the subject device to another similar device to perform the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was manufactured in 2006, but the specific date is unknown. The device history record was unable to be reviewed for this device since the product was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the front panel was blinking due to a faulty circuit board and stuck turret, and the wli filter had clouded up from prolonged use, which reduced light transmission. However, the definitive root causes of the reported issues could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and user or patient injury may occur, or equipment damage can result." Olympus will continue to monitor field performance for this device.